Manufacturer narrative:
Although the explanted screws have been discarded by the user facility, information provided by the sales rep indicate that its likely successful fusion had not yet occurred. Revision surgery to remove and replace the screws, and to add additional graft took place approximately 1 year & 7 months after initial implantation. In this case, the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion/healing. During that time as successful fusion/healing occurs, there's a gradual transfer of load reducing the amount of stress placed on the implants. These implants are intended for temporary stabilization until fusion occurs. They do not have an indefinite life and may fail over time if fusion is not achieved. The supplied instructions for use (ins-076) provide a warning to aid in reducing this type of event. Warnings: the system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure.

Event description:
Revision surgery took place on (B)(6) 2018 to remove & replace two broken 6.5mm sacral screws. The arsenal spinal fixation system was originally implanted on (B)(6) 2017.